Event description:
It was reported by pickett et al in a literature publication titled ¿complications with cervical arthroplasty¿ that: a total of 96 bryan cervical discs were placed in 74 patients (37 male, 37 female). The mean patient age was 44 years. Seventy-four percent of patients suffered arm pain, which was bilateral in 38% of cases. Myelopathic symptoms were present in 34% and neck pain, to varying degrees, in 74%. In three patients axial neck pain alone was present. Symptoms had been present for a mean of 16 months before surgery (range 2 weeks¿8 years). The maximum follow-up duration was 39 months (mean 12 months). Nineteen patients had undergone prior neck surgery, in 11 of whom prior acdf had been performed. Most artificial discs were placed at the c5¿6 (44%) and c6¿7 (32%) levels. Most two-level procedures were performed at adjacent levels, although one patient received artificial discs at c4¿5 and c7¿t1, surrounding a prior fusion mass from c-5 to c-7. In a second patient discs were placed at c4¿5 and c6¿7. Two patients required foraminotomies for recurrent arm pain, one at 4 months and the other at 18 months after arthroplasty.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.